Manufacturer narrative:
Analysis: visual inspection shows the tip is missing from one end of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a bypass operation using a clearview shunt for anastomosis it was noted that the tip was no longer visible. As there was a possibility that the lost tip portion might be in the coronary artery, echocardiography was performed but the lost portion was not found. The thoracic incision was closed. A pincet was used to insert/remove the shunt. The tag part was used for insertion/removal. There were no adverse patient effects.

Manufacturer narrative:
Conclusion: complaint is confirmed for a missing bulb. Although the returned product is missing one of the blue bulbs, analysis concludes that the shunt was cut. It is believed the shunt was cut during the procedure and did not detach while in the patient. If information is provided in the future, a supplemental report will be issued.